Event description:
The user reported that the pump dispensed insulin from the cartridge during the load step. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 12/12/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed contamination on the force sensor, a physically damaged force sensor, and an out of calibration force sensor. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the load step the pump dispensed approximately 50 units prior to detecting the cartridge. Unrelated to the complaint, the vibration motor was found to have failed. This malfunction is not likely to cause an adverse event because the audible alarm mechanisms still functions and will still alert the user should the pump emit an alarm.

Manufacturer narrative:
The pump has returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.